Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the power on reset (por) error code appeared on the patient programmer (pp). The patient waited too long and had to do the ¿three finger reboot¿ and the patient stated that ¿he put a full charge on it¿. It was then reported that when the patient turned on the pp, he got a message with call your doctor icon and a warning por message. In conclusion, the por code could not be cleared and the patient was redirected to their healthcare professional (hcp) to have the ins interrogated. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the patient not charging the unit in time caused the por code to appear. To resolve the issue, the patient got a full charge, they met with a manufacturer representative (rep) at their doctor¿s office and the controller was reprogrammed. There were no further complications reported or anticipated.